Event description:
During the device evaluation, it was found that corrosion was identified on the control body and the light guide connection of the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, possible causes included component damage or deterioration, environmental factors such as dust, dirt, or humidity, optical or overheating issues, and electrical problems such as signal loss or an open circuit. However, the most probable cause of the complaint is determined to be an isolated or random component failure, with no indication of a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.